Manufacturer narrative:
Device evaluation completion date: 11/20/2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that "no disposable" was recorded in history. During analysis, "no disposable" alarm was duplicated when trying to infuse the pump. It was noted that the reported issue was caused by missing/damaged downstream sensor nub. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a no disposable alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.